Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line was turning a reddish color. There was no impact to the user's blood glucose level. Reportedly, there was possibility that the user's sweater color rubbed off onto the patient line; however, it could not be confirmed.